Event description:
Litigation alleges that the patient suffers from pain, toxic amounts of cobalt chromium in his bloodstream, and tissue damage. Update: (B)(6) 2013 - amended litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, difficulty ambulating and loosening of the implant. Correct date of implant has also been provided. An unknown device is now being reported to address the implant loosening.

Event description:
Litigation alleges that the patient suffers from pain, toxic amounts of cobalt chromium in his bloodstream, and tissue damage.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: implant date.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrections: if implanted, give date. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd (B)(6) 2014 - litigation papers received. A dor of (B)(6) 2014 has been reported and an unknown stem is being added to address toxic amounts of cobalt chromium. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 04/01/2016 - pfs received. Pfs reviewed for MDR reportability. Pfs reported pain, difficulty walking, and trouble performing activities of daily living. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 21, 2016.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.